Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the circumflex artery. A 185 cm kinetix guide wire was advanced to the target lesion. However, during the procedure, the tip of the guide wire tip broke off and was remained inside the patient's body. Snaring was attempted but unsuccessful. The procedure was completed using with a different device. No further complications were reported and the patient was transferred to another hospital.